Event description:
During verification testing at the service center, the device intermittently did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
During testing, the device intermittently did not sound an audible tone during an alarm condition. This was due to a broken black beeper wire. The broken black beeper wire allowed intermittent contact between the beepers. This report represents all the information known by the reporter upon query by hospira personnel.